Event description:
It was reported that the external pulse generator did not have pacing output when turned on. When the physician tightened the terminal knob of the patient cable receptacle, pacing output was available. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator did not have pacing output when turned on. When the physician tightened the terminal knob of the patient cable receptacle, pacing output was available. The device was checked and there was no abnormality. No patient complications have been reported as a result of this event.